Manufacturer narrative:
We have not received the complaint device for evaluation since this device has been discarded by the user. Hence, we could not conclusively determine the root cause of this incident. Since the lot number of the complaint lemaitre aortic occlusion catheter was not provided, we have reviewed the batch records of all of the lemaitre aortic occlusion catheters that we have sold to this hospital in last two years. Our review of the lot history records for these lots did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from these lots. 'Pleae' note that we have also submitted mfg report# 1220948-2019-00156 related to another lemaitre aortic occlusion catheter malfunction that was also reported to us by the same surgeon that occurred during the same case.

Event description:
During pre-use check, when surgeon attempted to inflate the balloon of the lemaitre aortic occlusion catheter to test balloon functionality, he observed the balloon was already punctured. Device was not used for the procedure. This is report 2 of 2.